Manufacturer narrative:
Manufacturer's investigation is still ongoing; if add'l info is received, a f/u report will be submitted.

Event description:
It was reported by service report that the bed was stuck up and would not lower down. No pt involvement or adverse consequences are reported.